Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified access site was attempted using a proglide device. Reportedly, the suture broke prior to cutting it. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was an arteriotomy of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The suture of a proglide device and prostyle device were successfully pre-placed. The sheath was upsized to a 14f sheath and the tavi procedure was completed. Reportedly post procedure, the proglide suture broke prior to cutting it. A new prostyle was used. Hemostasis was achieved with the sutures of the one pre-placed prostyle and the replacement prostyle. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.